Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: physiological rate adaptation in a child with chronotropic incompetence through closed-loop stimulation using epicardial leads. Heartrhythm case reports. 2016;2(1):36-39. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient's unipolar atrial and ventricular epicardial leads. The article indicated that at a follow up visit, the patient reported ¿fatigue and exercise intolerance with episodes of dizziness at rest or soon after physical activities.¿ tests were conducted and the patient wore a holter monitor which showed ¿normal av conduction and sinus bradycardia with short pauses.¿ an additional treadmill stress test showed choronotropic incompetence. The patient subsequently had a dual-chamber pacemaker implanted and connected to the previously implanted leads. The leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: this information is based entirely on journal literature and the subsequent follow up information obtained. No further information is available at the time of this report. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: physiological rate adaptation in a child with chronotropic incompetence through closed-loop stimulation using epicardial leads. Heartrhythm case reports. 2016;2(1):36-39.

Event description:
Additional information was received through follow up with the author/physician who indicated that there were neither malfunctions nor complications with the products used. No further details were available.